Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server a patient was not appearing on multiple stations. The customer stated that last night they were able to locate the patient using the global find feature on the electronic record, but now the patient cannot be found on any device, and they needed to override the medications for the patient. The users were also unable to verify whether the patient still appeared on the es server. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server a patient was not appearing on multiple stations. The customer stated that last night they were able to locate the patient using the global find feature on the electronic record, but now the patient cannot be found on any device, and they needed to override the medications for the patient. The users were also unable to verify whether the patient still appeared on the es server. However, there were no delays or adverse events or injuries reported based on this event.